Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 50 mg/dl. The cause of low bg was unknown. The customer woke up and felt off, and received third party assistance from their spouse, who assisted the customer down the stairs and provided glucose gummies to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.